Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and the expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during procedure, a trapezoid basket was used in an attempt to crush the stone. However, the tip of the basket detached prematurely before the stone could be crushed. Additionally, there was no confirmation that the tip did not pass naturally. The procedure was completed with another trapezoid basket. There were no patient complications reported as a result of this event.  The patient's condition at the conclusion of the procedure was reported to be ¿fine¿